Manufacturer narrative:
H3 other text : device was not made available by the customer.

Event description:
It was reported that there was near miss injury with a user due to the weight of the isotour mattress during cleaning, but no adverse consequence or clinically relevant delay in treatment was reported.